Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. The contact could not verify if the cartridge had been removing causing the alarm. The cartridge was successfully reloaded onto the pump and insulin deliveries were resumed. Blood glucose level was 310 mg/dl.